Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, past complaint records have shown that application of an off-axis force has been known to cause kinking. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used, for the second device reported that was used on the same patient, see MDR 3013394970-2019-00132.

Event description:
The user facility reported that when the physician attempted to insert the angio-seal device locator into the insertion sheath, resistance was felt. The physician checked the insertion sheath and a slight kink was observed in the sheath. The device was replaced by another device. When the physician attempted to insert the second device into the insertion sheath, resistance was felt. The physician checked the device and a slight kink was observed in the device. The second device was replaced by another angio-seal from a different lot to continue the procedure. Hemostasis was successfully achieved by the third device. The procedure before deploying, the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter were unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.